Event description:
Related manufacturer reference number: 2017865-2022-01055. It was reported that during routine device change out procedure, insulation breach was noted on both the right atrial and right ventricular leads. The physician repaired the leads with medical adhesive and suture sleeves. All electrical measurements were stable. The leads remained implanted. The patient tolerated the procedure well and was transferred from the lab in stable condition.